Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc . Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs. She also experienced heavy bleeding (genital haemorrhage) and autoimmune disorder, amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal more than six years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Autoimmune disorder is unanticipated whereas the other events are anticipated in the reference safety information for essure. During the essure therapy, uterine perforation may occur. The exact time point and mechanism of perforation are not known, however, considering its nature, the event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between genital haemorrhage and essure cannot be excluded. In this particular case, autoimmune disorder was not specified. Given the pathophysiology of autoimmune disorder and local action of essure at fallopian tubes, causality between these events and essure was excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto immune disorder") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), adenomyosis ("adenomyosis"), tooth fracture ("broken teeth"), weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression"), arthralgia ("joint pain") and tooth disorder ("dental issues"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, pelvic pain, adenomyosis, tooth fracture, weight increased, alopecia, depression, arthralgia and tooth disorder outcome was unknown. The reporter considered adenomyosis, alopecia, arthralgia, autoimmune disorder, depression, genital haemorrhage, pelvic pain, tooth disorder, tooth fracture, uterine perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-oct-2017: event dental issues added and event heavy bleeding, perforation of organs, pain, auto immune disorder, weight gain, hair loss and depression was previously reported. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto immune disorder") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), adenomyosis ("adenomyosis"), tooth fracture ("broken teeth"), weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression"), arthralgia ("joint pain") and tooth disorder ("dental issues"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, pelvic pain, adenomyosis, tooth fracture, weight increased, alopecia, depression, arthralgia and tooth disorder outcome was unknown. The reporter considered adenomyosis, alopecia, arthralgia, autoimmune disorder, depression, genital haemorrhage, pelvic pain, tooth disorder, tooth fracture, uterine perforation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 26-oct-2017: legal claim received. Lawyers were added. Event dental issues added and event heavy bleeding, perforation of organs, pain, auto immune disorder, weight gain, hair loss and depression was previously reported. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("auto immune disorder") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), adenomyosis ("adenomyosis"), tooth fracture ("broken teeth"), weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy to remove the essure implant on (B)(6) 2014). Essure (ess205) was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, pelvic pain, adenomyosis, tooth fracture, weight increased, alopecia, depression and arthralgia outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, autoimmune disorder, pelvic pain, adenomyosis, tooth fracture, weight increased, alopecia, depression and arthralgia to be related to essure (ess205). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs. She also experienced heavy bleeding (genital haemorrhage) and autoimmune disorder, amongst non-serious events. Plaintiff underwent a hysterectomy with essure removal more than six years after the insertion. Due to the reported hysterectomy, perforation of organs was regarded as uterine perforation. Autoimmune disorder is unanticipated whereas the other events are anticipated in the reference safety information for essure. During the essure therapy, uterine perforation may occur. The exact time point and mechanism of perforation are not known, however, considering its nature, the event was considered related to essure. Also abnormal genital bleeding and menses pattern changes may occur. Considering the temporal relationship and the lack of alternative explanations, a causal relationship between genital haemorrhage and essure cannot be excluded. In this particular case, autoimmune disorder was not specified. Given the pathophysiology of autoimmune disorder and local action of essure at fallopian tubes, causality between these events and essure was excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.